Manufacturer narrative:
The lens was returned taped to the bottom of the lens case base (lens case is fully assembled). Blood and solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Both cut optic portions have scratches and scrape marks. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in the lot. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after being inserted in the patient's eye. The lens was removed. There was no reported harm to the patient. Additional information was requested.